Event description:
Healthcare professional reported that immediately after injection "along the zygoma and cheekbone" with one syringe of juvederm vouluma xc half a syringe per side, the patient "developed a fever, their body swelled up, their throat was hurting, and for 3 days they were totally exhausted." Patient thought it was a systemic reaction to the injection but the injector had noted in the patient's file that the patient had a cold. Healthcare professional did not know if the symptoms were due to the injection. No treatment was given to the patient and the symptoms resolved. About one year later the patient experienced a lump on the left cheek injection site and the patient was treated with 8 units of hyaluronidase. The lump resolved, however about one month later, the patient presented with lumps on both sides at the injection site that "can be felt." Patient also reported that they "did not feel good" after the hyaluronidase treatment. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The events of fever, "body swelled up, "throat was hurting," exhaustion and lumps are physiological complications and analysis of the device generally does not assist allergan in determining probable cause of these events.